Manufacturer narrative:
We have not received the device for evaluation. However, we have confirmed the reported incident based on the pictures provided to us by the hospital. We observed that the entire seal on one side of the pouch was missing. We have initiated a recall on all of the units from this lot number that have been released for sale. Nine unused units from this lot number were returned to us from a distributor warehouse and we have confirmed the same issue with all of these units as well. This defect is highly detectable when the user removes the pouch from the box and unlikely to be used for a procedure. We have received a total of 2 complaints related to this incident from this lot number. In both cases, the defect was detected during pre-use check and there has been no reported adverse event. We have also inspected all of the pouches of the shunts that we have in our inventory for a similar defect. No issue was noted in any of these units. We have also not received any other complaints related to a similar incident from any other lot numbers. Hence, we consider this defect to be isolated to only this lot number. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All manufacturing and qc steps were completed in accordance to manufacturing instructions. No deviation or non-conforming material report (ncmr) was found during the packaging process that could be related to this defect. We were able to recreate the defect during our investigation by lowering the sealing time that created a weaker seal on the pouch. It is possible that incorrect sealing time was selected during the sealing process which could have led to this defect which went undetected during our inspection process. We have implemented a series of corrective actions to prevent the issue from reoccurring. This involves retraining of the packaging staff, allowing only group leader to change/reset settings on all of the sealing stations used at the lemaitre manufacturing facility. All customers (including this hospital) have been notified of the recall with this lot number.

Event description:
An entire seal on one side of the pouch was observed to be missing during pre-use check.